Event description:
The pt reportedly experienced a constant noise when using her left implant. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed that the device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.